Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 3006705815-2022-14962, 3006705815-2022-14963. It was reported that the patient was not receiving effective therapy from their system. It was found that the leads had migrated and had high impedances. In turn, patient underwent surgical intervention wherein the leads and anchors were explanted and replaced. During the procedure, it was found that the lead with high impedances was fractured near the anchor site. The anchor was also found to be fractured. Postoperatively, the patient has effective therapy. Note: investigation did not confirm which anchor was fractured.